Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome. It was reported that the patient has been trying to charge his implant for the last day or two, and it won¿t charge. The patient¿s target pain returned on (B)(6) 2018 which is why he tried charging the implantable neurostimulator again. The patient noted that the last time that he had been able to successfully charge his device was the week prior to the report. However, additional information indicated that the patient confirmed that it had been a month or more since he had last charged because he did not need the pain relief at the time. The patient mentioned that it is difficult for him to put the implantable neurostimulator recharger antenna on his implant because his implant is in his rear. The patient is seeing the reposition antenna screen on the implantable neurostimulator recharger, and he was unable to connect to the implantable neurostimulator using the implantable neurostimulator recharger. The patient was unable to sync with his patient programmer with or without the antenna attached. There were no further complications reported.